Event description:
The account alleged the head function runs up without switch activation. No pt impact.

Manufacturer narrative:
The account replaced the pt side rail power control board assembly to resolve the issue.